Manufacturer narrative:
Reference e-complaint - (B)(4). Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: complaint # (B)(4). Distribution history: this complaint unit was manufactured at csi on 7/25/17 under wo # (B)(4) and shipped on 10/17/17. Manufacturing record review: DHR 211868 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: one additional service history records found for this unit under log 90452 for blockage in the nozzle 11/1/2018. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. The very same unit had come in for blockage. Product receipt: the complaint unit was returned under warranty. However, based on log 91654, this unit was at csi on 3/21/2019. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint. Root cause : while no definitive root cause could be reliably determined, the potential cause may be due to end user error. The first complaint was blockage due to foreign material making its way into the device. It is likely the dewar the customer is using to refill the device has particulates transferred to the bottle. Assembly error is not considered a potential root cause as this device had passed the initial in-process testing in 2017 and checked out again in 2018. Correction and/or corrective action: this device was cleared of the debris, tested to specification and returned to the customer under warranty. Production was made aware of the complaint and produced an updated training record. Coopersurgical will continue to monitor this complaint condition for any trends. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Repair stated "valve stays open and unit continuously sprays." Reference repair order # (B)(4). Reference: e-complaint - (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Repair stated "valve stays open and unit continuously sprays" reference repair order # (B)(4).